Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient had a failed implant. Allegedly, the patient underwent a revision surgery.